Manufacturer narrative:
Results of investigation: the suspect component was not returned for investigation. Vyaire medical determined root cause as due to a defective iflow 200 s single-use proximal flow sensor. Most likely the rough handling, the exact root cause is unknown. Initiated iflow sensor replacement and the issue resolved.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect component/device has not been returned for evaluation. No root cause has not been determined yet. This complaint is link to manufacturer's reference number: (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the green component of the iflow 200 s was disconnected from main part of the flow sensor happened prior connecting the patient to ventilator. The customer confirmed that there was a delay in connecting while waiting for another flow sensor yet no patient harm was reported. Three (3) out of 10 sensors were defective which confirmed happened into three(3) separate patients.